Event description:
It was reported that there was a lead alert on the right ventricular (rv) lead for high pacing impedance. Then several months later there was a lead alert on the right atrial (ra) lead for high pacing impedances. The physician suspected that the problems with pacing were due to connector or software malfunctions of the device. The leads remain in use and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: implantable pacing lead, implanted: unk. (B)(4).